Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into abdomen on (B)(6) 2016. Patient stated that their blood sugar dropped to 17mg/dl and the patient's daughter called 911. The cgm was displaying 119mg/dl. Patient was lethargic. The paramedics arrived and gave the patient fast-acting insulin and waited until the patient was coherent. Patient was not transported to the hospital. At the time of contact, the patient was stable. No additional event or patient information was provided.